Event description:
It was reported that the user experienced fluctuating glucose overnight while using the ilet with a dexcom g7, including episodes of hypoglycemia to 40 mg/dl and hyperglycemia up to 220 mg/dl, associated with suspected delayed gastric emptying and variability in nighttime digestion; lows were treated with 4 ounces of juice and highs were addressed by ilet correction boluses, and the user requested guidance on adjusting nighttime targets. Symptoms included shakiness with low glucose and headache and nausea with high glucose. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and education with assignment for additional training. Investigation of this case revealed no device malfunction and suggested that physiologic factors and meal timing relative to insulin delivery likely contributed to the nocturnal variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.